Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the yellow o ring at the battery cap was visible at the time of power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a low battery alarm and replace battery alarm, followed by an unexplained pump reboot. During testing, the battery compartment was observed to be cracked. The battery cap was able to fully secure onto the pump. The battery cap contact measured within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump.